Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device confirmed the packaging was damaged. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate investigation summary: examination of the returned device confirmed the packaging was damaged. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
This implant was opened today at (B)(6) hospital in a complex primary. On opening the outer card board box the implant plastic boxes seemed as normal. When the first peel away lid was opened the outside edge of the box came with it. It looked cut. There was no outside damage or distortion to the card packaging or the heat plastic wrap leading me to think this is possible sabotage.